Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.75mmx48mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 48 synergy drug eluting stent was advanced for treatment but the device failed to cross the lesion. Upon removal, it was found that the tip of the stent was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.